Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The insulin pump had a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.